Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. During implant of the new left ventricular lead, the physician was unable to pass the lead through a catheter. The physician tried with two different catheters but was unable to pass the lead. The physician chose to remove and replace the lead. The patient was stable.